Event description:
It was reported that, during a diagnostic cystourethroscopy with ureteroscopy and pyeloscopy procedure, it was found that a previously implanted percuflex plus ureteral stent had migrated. The left migrated stent was removed with the use of piranha biopsy forceps. Eleven days post-procedure (pod11) the patient presented to the emergency department (ed) for musculoskeletal chest pain. Per the physician's assessment, the problem was not serious and was not related to the device.

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2022, was chosen as the best estimate based on the procedure which happened sometime in 2022. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf impact code f23 captures the reportable event of unexpected medical intervention.